Manufacturer narrative:
Product analysis could not confirm the balloon burst/ruptured stated in this complaint. The balloon was returned in a deflated state with contrast present in the distal outer. The balloon was pressurized to nominal burst pressure and the balloon was pressurized for over 2 minutes. The balloon held pressure and no damage or abnormalities were found. The manufacturing records have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The most probable root cause of this complaint cannot be confirmed.

Event description:
It was reported that during percutaneous coronary intervention procedure a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous, non calcified left anterior descending artery lad. An unk stent was deployed in the lesion and then the physician attempted to post dilate the deployed stent with a 8x2.5mm quantum maverick monorail balloon. However, the balloon was ruptured at 12atms on the first inflation. The device was successfully removed and the procedure was completed with a different device. No pt complaints were reported with the pt's current condition listed as "stable."